Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new rv lead with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. A new rv lead with a different model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that there was a fractured rv lead and while extracting the rv lead the ra lead was also damaged. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.